Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 6. E1: patient city: (B)(6) patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007519, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007519 was manufactured according to the work instruction (wi) version 79 and packaging in the multivac m12 on 09-jun-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4e04415 was manufactured according to the wi version 27 assembled in the quickset line, on 08-jun-2024, with a total of (B)(4) units. An extended for failure in base-connector static test was performed for the inspection in the process (on-line) test 3(g). The sub-assembly: assembly of the lot 4e04416 was manufactured according to the wi version 27 assembled in the quickset line, on 09-jun-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4e05943 was manufactured according to the wi version 27 assembled in the quickset line, on 09-jun-2024, with a total of (B)(4) units. The sub-assembly: base of lid of the lot 4e03737 was manufactured according to the wi version 38 and manufactured in the machine us05-us06, on 08-jun-2024, with a total of (B)(4) units. The sub-assembly: base of lid of the lot 4e03736 was manufactured according to the wi version 38 and manufactured in the machine us05-us06, on 07-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced six events where cannula portion was broken on (B)(6) 2025. No further information available.